Event description:
According to available information, the patient with this lead stabilized and there were no further events. According to available information, this lead remains implanted and in service.

Event description:
Boston scientific received information that two weeks post implant, the patient with this right ventricular lead experienced a syncopal episode causing several hematoma's. Interrogation revealed an exit block and no pacing at maximum output settings. An x-ray revealed a suspected perforation, however neither a perforation nor a pericardial effusion could not be confirmed. A revision is intended in the near future.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. When the revision information has been obtained, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.